Event description:
It was reported that an intraocular lens (iol)was explanted from the left eye after the patient complained about seeing a ''white blob'' on the iol. Another lens was implanted during the same procedure which the patient has tolerated. Pre-op diagnosis was visual artifact, with mechanical change due to ocular lens prosthesis.

Manufacturer narrative:
Date of this report is being corrected to (B)(6) 2012. Date received by manufacturer is being corrected to (B)(4) 2012. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). Intraocular lens. Explant of intraocular lens. Manufacturing records from batch number were reviewed and showed no deviations. Diopter measurement records from this particular lens was verified and showed to be within specifications. The batch has passed all acceptance criteria for all tests performed and is within all specifications. Prior to release to marketing the iol met all manufacturing specifications. All pertinent information available to the manufacturer has bee submitted.